Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017, or days surrounding. The user made bolus requests without entering current bg level and still had insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 20 mg/dl. Reportedly, the cause of the low bg was unknown. Due to the low bg, the customer fainted and required assistance from the paramedics. The customer was treated with an intravenous fluid.